Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. The field service engineer (fse) inspected system onsite and confirmed that that cine and fluro was not working intermittently. To resolve this issue fse replaced the hard disk and performed the configuration. On 13 june 2024, hard disk was not working intermittently. Fse replaced the hard disk and configuration was done. On 02 july 2024, hard disk was not working intermittently. Fse reset the connection and image disk recreation was performed. After replacement of spare parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that cine and fluoro was not working. No harm was reported to philips. Philips has started an investigation of this complaint.